Event description:
Healthcare professional reports right side rupture. The device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: creases, the device was broken shell, missing shell and red particles material was found on the shell. A weight test of the device was verified and the device underweight. A microscopic analysis was performed which identify: a broken is found with the following conditions: striated edge on anterior due to surgical damage, sharp edge on the posterior due to an unidentified (tear) opening and wear abrasion. A dimension measurement in the shell was performed which identify the thickness within specification. Based on the device analysis the final assessment is: a broken is found with the following conditions: striated edge on anterior due to surgical damage and sharp edge on the posterior due to an unidentified (tear) opening; missing shell assessed as inconclusive.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The reason for reoperation was rupture. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reports right side rupture. The device has been explanted.